Event description:
Polyethylene implanted 7 years ago. Surgeon considers that this implant is worn away much more than expected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.